Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing fatigue. Upon interrogation, it was noted that the ventricular lead exhibited crosstalk and noise. A fluoroscopy revealed that the ventricular and atrial leads were rubbing together down to the wire near the clavicle area. The right atrial lead also exhibited variable impedance measurements. The patient was noted to be stable when the issues were reported. On (B)(6) 2016 the physician successfully explanted and replaced the leads. The patient was in stable condition during and post surgery.

Manufacturer narrative:
Final analysis found that all five fillers of the outer coil were fractured and the outer insulation was breached/separated due to clavicle crush at 23.5-25.4 cm. From connector pin. The inner insulation was breached in several locations in the clavicle crush region at 24.5-25.1 cm from connector pin. This damage contributed to the reported anomalies